Event description:
After an estimated implantation period of approx. 141 months, oversensing on the ventricular channel was reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided follow-up data, recorded between 11-sep-2019 and 7-may-2020, showed the rv pacing impedance gradually falling from initially 450ohms onto 320ohms in the end of the recorded period. The analysis of the provided iegm episodes showed artifacts in the rv and ff channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.